Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 90 mg/dl. The customer stated that the button error alarmed, then the insulin pump stopped working for about an hour. He noted that he took the battery out and let the device sit there; upon reinsertion of the battery, the device began working again. No significant events leading to the alarm were observed. He also added that he had been working out, which was the reason for a lower blood glucose level than normal. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. The device had minor scratches on lcd window.